Event description:
It was reported that the patient experienced lower back and leg pain after the implant procedure. The patient underwent a revision procedure to explant and replace the spacer. The procedure was completed successfully. The patient is doing well postoperatively. The explanted spacer was discarded by the facility.